Manufacturer narrative:
D10 concomitant products: unknown endo st - unknown endo stitch sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic procedure, the needle keeps breaking inside the handle. It was also reported that the device was difficult to load. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received loaded with a needle which was removed before analysis. The device was returned with no blister package and with exposed blades the blades were bent. The beveled walls of the devices were inspected through a microscope and no witness marks from the needle tip impacting the beveled walls were found. No shearing or deformation were observed around the toggle switch. The flat pin and center rod were found to be without abnormality. Functionally, the blades of the device could not be completely straightened. It was reported that the needle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to load. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.